Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
A nurse contacted animas on (B)(6) 2017 alleging a patient experienced diabetic ketoacidosis as a result of a damaged luer lock connector on the insulin cartridge the ultimately spread to become a crack in the insulin cartridge. No further information was provided. Animas customer support made several attempts to obtain further detail; however, the reporter declined to provide further details. This complaint is being reported because the issue is not always obvious and detectable prior to use and can result in under-delivery of insulin.